Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the rv lead. Upon review of session records, external interference was suspected. Noise was not reproducible with provocative testing. A shortened follow-up schedule is planned. There were no adverse consequences.